Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 700 mg/dl. For treatment, the patient was given insulin. The patient was discharged after 3 days. No further details to report.

Manufacturer narrative:
The case description states that the user had 4 pods with op5 communication error during activation and had high bg levels. The controller was able to successfully pair with a pod and activate with no issues. The controller was able to program and deliver a 5u bolus and switch into automated mode, adapting to different egv inputs as expected. No communication errors were generated during the investigation. Inspection of the android log files found no evidence of issues with insulin delivery. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. All boluses programmed by the user were successfully delivered and completed. The system was found to function as intended. Inspection of the audit file shows that on the date of occurrence, (B)(6) 2024, the user was able to activate a new pod with no issues. On (B)(6) 2024 the pod was then discarded and the audit file shows the activation step 1 was repeating and no new pod was activated for the remainder of the files. Multiple pod communication errors were seen in the log files as well during this time, which were denoted as failedtoconnect indicating a failure to connect with the pod. No abnormalities were seen in the log files that would contribute to a failure to connect and communication errors during activation. The exact cause of the communication errors could not be determined. A crack was observed in the back cover of the controller. It could not be determined when or how this crack occurred. Investigation of the returned device indicates that this crack did not affect the functionality of the controller.